Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 600 mg/dl. She had experienced issues with infusion set cannulas bending. Customer stated the insulin pump did not alarm to indicate insulin was not going through. Customer declined troubleshooting. Nothing further reported.